Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The analyst commented that ventricular fibr illation (vf) detections had been turned on while the device was still in the box.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for out of range impedance while still sitting on the hospital shelf. There was no patient involvement.